Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator ( ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient said their ins came out of the pocket a week after the ins was implanted. The patient said their hcp (health care professional) told he r the area had to heal and get scar tissue, but that never happened. The ins was protruding and hcp was going to fix the ins but then patient had to get a spinal fusion. Pt confirmed spinal fusion is unrelated to the device and said they had a herniated disc prior to ins surgery. Patient said she is currently in the hospital because she had the spinal fusion today. Patient said she is in pain because she hasn't been given pain medication post spinal fusion. The hcp who performed the spinal fusion was familiar with the device and put the ins back in place today. No further complications were reported or are anticipated.